Manufacturer narrative:
(B)(4). Implant date removed, not applicable.

Manufacturer narrative:
(B)(4). (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported crossability difficulty; however, the stent dislodgement and treatment appear to be due to operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a very calcified lesion in the mid left anterior descending coronary artery (lad). A 3.0x28mm vision stent delivery system was advanced to the lesion, where it was noted that the stent was not on the balloon. The stent was found in the proximal lad. A 3.0x23mm nc trek balloon dilatation catheter was used to fully deploy the 3.0x28mm vision stent in the proximal lad. An attempt was made to advance a 3.0x23mm vision stent delivery system to the lesion in the mid lad, however, it would not cross the previously implanted 3.0x28 vision stent. The lesion was left untreated. There was no adverse patient sequela. No additional information was provided.